Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) underwent a surgical procedure. During the surgery, this device exhibited oversensing of noise artifact and delivered one inappropriate electric shock. No adverse patient effects were reported. At this time, this device remains in service.